Manufacturer narrative:
Device was used as a wheelchair to push the end user across the road. The product instructions state the rolling walker is not intended for use as a wheelchair, as it may tip and the user may fall.

Event description:
As described to sunrise - pt went to the state fair with his family and was utilizing his walker (envoy 480 deluxe) to watch the parade. Throughout the day, he utilized the seat to rest. As the day wore on, he grew tired and as the family was leaving the fair, they were waiting to cross the street and pt sat down. His son then proceeded to wheel him across the street seated in the walker. The walker hit something, and it flipped backwards. Pt hit his head and suffered a severe brain injury from the fall.